Manufacturer narrative:
Block b3: exact date unknown, event occurred in july 2025. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7140418 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7148490 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 34432649 UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the midline incision site, presenting with symptoms of redness, slight swelling, and pus. The physician believed that the infection was not device-related, as it developed a significant amount of time after the implant. The patient was given antibiotics and underwent an explant procedure. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.